Event description:
Caller reported an issue with pump touchscreen responsiveness, noting the screen was frozen and would not respond to inputs. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, but the issue persisted, so a replacement pump was sent to the customer. The customer was also informed about the return process for the faulty pump and advised to use multiple daily injections as a backup therapy.